Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the pcu module 8015 would not turn on. There was a red arrow system with red light flashing. The tech recommended checking and replacing the battery and fuses, then the off-line switcher and power supply board. There was no patient involvement.